Event description:
It was reported that sterility was compromised. During preparation of a 1.50mm x 12mm emerge balloon catheter, it was noted that the inner package was damaged and there was no sterile environment. The device was not used inside the patient and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The pouch was opened at the poly/tyvek vendor seal. There were numerous kinks. There was a complete separation at 77.2cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that sterility was compromised. During preparation of a 1.50mm x 12mm emerge balloon catheter, it was noted that the inner package was damaged and there was no sterile environment. The device was not used inside the patient and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.